Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: during investigation, it was found that the pump was cracked at the battery compartment at the left side of the grip pad from the threads to the case seal. The battery cap was also stripped and was unable to secure to power on the pump. A test battery cap was used and was able to secure enough and power up the pump. A 12 hour duration test was completed with the test cap with no power loss or rebooting issues.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked, the battery cap was unable to properly secure to the pump, the yellow o-ring of the battery cap was visible and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.